Manufacturer narrative:
Medwatch fields a2 age number, a2 age units, and b7 other relevant history were updated. The investigation is ongoing.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable aspartate aminotransferase results from the cobas 8000 c702 module. The customer suspected there was a patient specific issue or an interference. The initial result was 59.3 u/l with a data flag. The repeat result was 60.6 u/l with a data flag. A 1:10 dilution yielded a calculated result of 44.8 u/l, suggesting an analyzer result of 4.8 u/l, which is below the assay's lower technical limit and should not have been reported by the analyzer. A 1:3 dilution yielded a calculated result of 57.7 u/l.